Event description:
It was reported that there was an elective replacement indicator (eri) message. Longevity calculation was performed and it appeared correct, 2.5v, 130 rate, 450 pw equaled 23 months. It was noted that one lead had migrated. Patient was still getting good therapy with the other lead. Additional information received reported the cause of the event was end of battery life for the implantable neurostimulator (ins). The ins issue was normal battery depletion. A surgical intervention was needed to replace the ins. Surgical revision was not set yet, getting authorization. The patient had an appointment the day after this report to set up surgery. Symptom associated with the event was no stimulation. Patient did not require hospitalization and there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n291731, implanted: (B)(6) 2011, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).